Manufacturer narrative:
(B)(4). The exact age of the patient was unknown; however, this was reported to be a (B)(6) patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the line during use of a one-link IV connector. The one-link device was connected to a t connector and in place for 2 days. It was then noted that there was an air bubble in the hub of the t section of the t connector. The line was reported to not have an infusion running at the time of the event. The line was clamped, and was going to be aspirated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.